Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which determined that the chuck jaw was broken. The assignable root cause was determined due to improper handling. This was further defined as misuse, abuse, and/or abuse. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the chuck with key device presented a block in the internal functional system. It was reported that the chuck had internal blockage of the jaws. During in-house engineering evaluation, it was found that the chuck jaw was broken. The event was not related to surgery. There were no delays to a surgical procedure due to the event. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.